Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a missed meal announcement while using the ilet, with sensor data and reports indicating no meal announcement and subsequent automated correction. Symptoms included elevated blood glucose up to 287 mg/dl without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included transient high glucose above 180 mg/dl for approximately two hours, automated corrective dosing by the device, and no use of backup therapy, ketone testing, medical intervention, or assistance. Investigation included user education and troubleshooting on meal announcement use and interpretation of app graphs. Investigation of this case revealed user error related to a missed meal announcement with expected device behavior and recovery via the corrections algorithm. It was concluded that the device performed as intended and that the event was attributable to use error, with no device malfunction identified.